Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the catheter would not peel away cleanly. There was no patient death or complications reported. No adverse incident to the patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint that the sheath did not tear correctly was confirmed. The customer returned one peel away sheath. Visual examination revealed that the sheath body was torn in half along both score lines except at the tip where the entire tip remained connected to half of the sheath body. Microscopic examination revealed that the sheath is torn along one score line completely through the attached tip. The other score line is torn down to 4 mm from the tip edge where the tear begins to go horizontal. The horizontal tear was not completed so the tip remained attached to the sheath. The sheath body length was measured from the base of the hub to the tip at approximately 10.2 cm, which is within specification of 4.125-3.875 in (10.477-9.842 cm) per sheath graphic. A device history record review was performed with no evidence to suggest a manufacturing related cause. Therefore based upon the condition of the sample received and the time of discovery, operational context caused or contributed to this event. No further action will be taken.